Manufacturer narrative:
B3. Date of event: exact event date is unknown. Date of publication was used. H6. Evaluation conclusion code: correction citation: daisuke, o., satoru, t. (2025) surgical treatment for benign prostatic hyperplasia. Elsewhere and research, special issue/updated diagnosis and treatment of urologic neoplasms, volume 102, issue 2, 5. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Although additional surgery was reported, no allegations related to the device(s) were received. A device was not returned resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, it cannot be confirmed what the cause of the additional surgery was. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported to boston scientific via an article published that a prospective study was conducted in order to evaluate the efficacy and safety of three minimally invasive surgical therapies (mist) for benign prostatic hyperplasia (bph) that are covered by insurance in japan: prostatic urethral lift (pul: urolift, teleflex), water vapor thermal therapy (wave: rezum, boston scientific), and aquablation (procept biorobotics). Pul improved urinary symptoms while preserving sexual function, with no reported retreatments. Wave showed significant improvement in lower urinary tract symptoms (luts) over a 5 year follow up with 197 patients at a multicenter, with a retreatment rate of 4.4 percent and no sexual dysfunction. Aquablation demonstrated superior outcomes in qmax and ejaculatory function compared to transurethral resection of the prostate (turp), though postoperative bleeding control remains a concern, with differences in ejaculatory function preservation depending on the use of hemostasis. All three procedures were considered effective and safe, particularly for high-risk patients.

Event description:
It was reported to boston scientific via an article published that a prospective study was conducted in order to evaluate the efficacy and safety of three minimally invasive surgical therapies (mist) for benign prostatic hyperplasia (bph) that are covered by insurance in japan: prostatic urethral lift (pul: urolift, teleflex), water vapor thermal therapy (wave: rezum, boston scientific), and aquablation (procept biorobotics). Pul improved urinary symptoms while preserving sexual function, with no reported retreatments. Wave showed significant improvement in lower urinary tract symptoms (luts) over a 5 year follow up with 197 patients at a multicenter, with a retreatment rate of 4.4 percent and no sexual dysfunction. Aquablation demonstrated superior outcomes in qmax and ejaculatory function compared to transurethral resection of the prostate (turp), though postoperative bleeding control remains a concern, with differences in ejaculatory function preservation depending on the use of hemostasis. All three procedures were considered effective and safe, particularly for high-risk patients.

Manufacturer narrative:
B3. Date of event: exact event date is unknown. Date of publication was used. Citation: daisuke, o., satoru, t. (2025) surgical treatment for benign prostatic hyperplasia. Elsewhere and research, special issue/updated diagnosis and treatment of urologic neoplasms, volume 102, issue 2, 5. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.